Event description:
On (B)(6) 2012, the reporter contacted lifescan canada, alleging inaccurate results compared to another meter, with "2 mmol/l" difference. However the reporter did not provide any specific readings. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.